Manufacturer narrative:
Customer declined svc. Sys was not evaluated by a ge rep.

Event description:
Customer reported the sys will not power up after someone had tripped over the power cord. No pt or staff injury was reported.